Manufacturer narrative:
Concomitant medical products: pacesetter lead, implanted: (B)(6) 2000.

Event description:
It was reported that the low-voltage right ventricular (rv) lead exhibited low pace/sense conductor impedance in bipolar configuration. The rv lead was programmed to unipolar pacing configuration and remains in use. No patient complications have been reported as a result of this event.